Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the biomedical dept with an unsigned note that stated, "will not operate on battery power, device simply shuts off quickly when unplugged." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device powered off without sounding an audible alarm tone when switching from ac power to dc power. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The device powered off without sounding an audible alarm tone switching from ac power to dc power. This was due to the battery.